Manufacturer narrative:
One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. Functional testing included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. It was noted that the expulsor was damaged. The expulsor assembly was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to the pump's expulsor.

Event description:
Information was received indicating that this ambulatory infusion pump exhibited low delivery accuracy volume results. No adverse patient effects were reported.

Manufacturer narrative:
Additional information was received indicating there was no patient involvement in this event as the observation occurred during testing. One pump was returned for analysis in used condition. Visual inspection of the pump showed that the pump was in good physical condition. The device event log had no related findings. Functional tests included accuracy testing. Three separate delivery accuracy tests were performed; at least one test was outside the pump's delivery accuracy manufacturing specifications. It was found that the expulsor had been sanded down and glued by the customer. The pump's expulsor was replaced. Based on the evidence, the complaint was confirmed. The root cause was attributed to customer damage to the pump's expulsor.